Event description:
It was reported that the bd sp set experienced leakage during use. The customer reported, "when connected with the saline bag, saline leaked from the connection of c35 and the tube(atom manufactured part)."

Manufacturer narrative:
H.6. Investigation: the air tightness of the actual product was confirmed, but as it was offered, a leak was observed from the adhesive part of the female luer connector of the spike set and the c35 connector. In addition, this product was found to be abnormal in the airtightness test of the shipping test for all the product numbers in the past (the relevant jis standard: 50 kpa, no leakage by pressing for 15 seconds, n = 8). There was not. This event is the first offer. An air tightness test was conducted on the stored specimens of the relevant serial number (products stored for each serial number * n = 10), and a leak was similarly found from one. As an additional confirmation test, the airtightness test was performed on one product box (80) of the serial number and stored specimens (10 each for 16 lots) of all serial numbers after the serial number (10 each). Was not recognized. The leak of one item and stored sample received was due to adhesion being made with insufficient tightening between the female luer connector of the spike set and the c35 connector. In the final tightening process, the jigs were tightened by force, but as a result of the site survey, first, after the workers lightly connected by hand, they were tightened by the jigs. From the situation of the actual product and the process, it was presumed that this event was caused by being glued to the next process product without being tightened by a jig after connecting lightly by hand. When tightening the female luer connector of the spike set and c35, we stopped the process of connecting lightly by hand and changed the process to attach and tighten the c35 connector to the jig from the beginning. This will prevent the recurrence of similar events.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd sp set experienced leakage during use. The customer reported, "when connected with the saline bag, saline leaked from the connection of c35 and the tube (atom manufactured part)."